Manufacturer narrative:
Additional narrative: patient weight is unknown. Exact date of symptom onset is unknown. (B)(4). The complainant parts have not been explanted at this present time. The complainant parts are not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: june 10, 2014 - expiry date: may 1, 2024. No non-conformance reports (ncr) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. As the issue was not related to sterilization, a review of the non-sterile DHR was conducted as well. Results are as follows: non-sterile: 04.005.516 / 8877826. Manufacturing location: (B)(4) - manufacturing date: march 3, 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a subtalar arthrodesis (right) procedure on (B)(6) 2012 to treat a diagnosis of destructive subtalar arthrosis. During the procedure, the patient was implanted with a hindfoot arthrodesis nail, an expert end cap, a cannulated screw, and four (4) locking screws. Additionally, the surgeon filled with homologous cancellous bone to complete the synovectomy. On an unknown post-operative date, it was noted that the patient had developed an allergic reaction. There have been no plans made at this time to remove the hardware; however, a request has been made for material samples in order to conduct allergy testing. This report is 1 of 7 for (B)(4).

Manufacturer narrative:
Although the product was not received for actual evaluation, a review of the material was conducted based upon the alleged allergic reaction experienced by the patient. All of the specified articles mentioned were manufactured from a titanium alloy material (ti al6 nb7). The international standards governing use of this material specifies that the characteristics of and corresponding test methods for the wrought titanium alloy (known as titanium 6-aluminium 7-niobium alloy (titanium 6-ai 7-nb)) be conforming when used to manufacture surgical implants. No known surgical implant material has ever been shown to be completely free of adverse reactions in the human body. However, long-term clinical experience of the use of this material has shown that an acceptable level of biological response can be expected when the material is used in appropriate applications. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.